Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a proglide after a carotid stenting interventional procedure using a 6f sheath. Reportedly, the footplate would not retract. The device was unable to be removed despite re-setting the footplate several times. A vascular surgery/cutdown was performed to remove the device. When the device was examined upon removal, the footplate had plaque/calcium or tissue attached to it; however, it was confirmed that there was no damage caused to the vessel wall. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.